Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (37-450 mg/dl) on multiple occasions. Reportedly, the pump settings needed to be adjusted. Tandem technical support guided the customer through adjusting their pump settings. Customer changed their supplies or delivered a manual injection to stabilize elevated bg's, and consumed carbohydrates to stabilize low blood glucose levels.